Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5019484. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5012254. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5029192. UDI: (B)(4). Product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch: 203354. UDI: (B)(4).

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and experienced changes in pain relief. An x-ray revealed that the spinal cord stimulator leads had migrated and were impacting the spinous process, posing a risk of breakage. The patient underwent an ipg and spinal cord stimulator lead replacement procedure. During the procedure, the cervical leads were repositioned. Post-operatively, the patient was doing well. The explanted devices were disposed of at the facility and will not be returned.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and experienced changes in pain relief. An x-ray revealed that the spinal cord stimulator leads had migrated and were impacting the spinous process, posing a risk of breakage. The patient underwent an ipg and spinal cord stimulator lead replacement procedure. During the procedure, the cervical leads were repositioned. Post-operatively, the patient was doing well. The explanted devices were disposed of at the facility and will not be returned.

Manufacturer narrative:
Correction to the initial MDR in block h6. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 5019484 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 5012254 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 5029192 UDI: (B)(4). Product family: scs-ipg-r upn: m365sc11320 model: sc-1132 serial: (B)(6). Batch: 203354 UDI: (B)(4).